Manufacturer narrative:
H2, h6) analysis found that confirmed reported complaint. "Initializing please wait." The system did not initialize. Software/firmware mismatch error. Firmware installers confirm gantry gpio firmware failed. Unable to hold firmware. B01, c10, d18 are applicable the rotor motion control was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Initializing please wait." Installed rotor motion control in test system. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. The gantry door opened and closed successfully. Docking passed.2d and 3d images were successful. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000568r, serial/lot #:(B)(6); product ID: bi71000180r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000568r. Product ID: bi71000180r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in initializing system please wait. They reported the pendant also displayed radiation disabled, but it showed it was connected to the mvs (mobile viewing station). Rebooting the system several times did not resolve the complaint. Site used another imaging system to complete the case. Patient was present. There was less than one hour (20 mins) of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and ias (imaging acquisition system) would not initialize motion or x ray status bars. Motion disabled due to lack of brake power and motion power. Detector would not initialize due to no communication to gpio (general purpose input/output) or detector interface via can bus. Internal gpio (general purpose input/output) leds constantly flashing rapidly. Additional info: updated a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.